Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power related failure. The technical support specialist (tss) remote verification of the station confirmed that the datasync service was not running and its startup type was incorrectly set to automatic instead of automatic (delayed start). The configuration was corrected and the service was started. No controlled reboot was performed, and the absence of event ID 1074 confirmed that no user, operating system, or scheduled task initiated a restart. Event ids 41 (kernel-power) and 6008 indicated an unexpected shutdown, with multiple kernel-power events during startup suggesting instability or interruption. The issue was determined to be external to operating system and most likely related to power loss. Findings were to be communicated to the customer, and case closure was to be requested following correction of the service configuration. The customer confirmed that the issue was resolved, and the case was closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, dashboard shows this pyxis had been offline for 7 hours. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.